Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the keypad overlay and rewind anomaly found on (B)(6) 2021. Insulin pump passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Insulin pump successfully downloaded to thus. No unexpected alarms noted during test. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was tested outside of the device and passed. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer and mild scratches on window. In summary, customers alleged cosmetic damage located at the keypad overlay was confirmed by visual inspection, where a cracked keypad overlay was noted. Rewind anomaly was not confirmed. Insulin pump passed full dry test.

Event description:
Information received by medtronic indicated that the rewind and prime was louder. There was crack across middle button. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.